Event description:
A malfunction was reported, but no notable events occurred prior to it. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer. Technical support provided instructions and assisted the customer in resetting the pump, successfully preventing the issue from recurring.